Event description:
The account alleged the head of the bed would not lower and was in a raised position. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.